Event description:
Embolization treatment of an avm with 5 vials of onyx. It was reported that the catheter could not be removed and separated during procedure. The broken segment remained in the patient. No complications were reported with the patient as a result of the event. Same event as MDR # 2029214-2012-00234.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).